Event description:
Surgeon performing robotic hiatal hernia repair with extensive lysis of adhesions. Vessel sealer being used extensively. At around 1125, the vessel sealer lost the ability to open or close. No wires noted to be broken. No other defects noted. When this writer attempted to open and close jaw manually when instrument off the field, unable to do so. No injury to patient, no pieces left in patient. Minimal delay to procedure while new vessel sealer was procured and opened to field.